Manufacturer narrative:
This product remains implanted and in service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, with a right ventricular (rv) lead, experienced a decrease in battery longevity from seven (7) years to six (6) years within approximately one month, and power consumption was reported to have increased. Technical services (ts) reviewed the data and confirmed that this crt-d is depleting normally, since the power consumption has historically been variable and higher in the past, and the recent increase could be due to increased latitude rf usage and changes in pacing rates. Also, it was confirmed that the rv pacing impedance has significantly decreased in the past few months and is now out of range with measurements below 200 ohms, this behavior could also increase power consumption. This system remains in service, and no adverse patient effects have been reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, with a right ventricular (rv) lead, experienced a decrease in battery longevity from seven (7) years to six (6) years within approximately one month, and power consumption was reported to have increased. Technical services (ts) reviewed the data and confirmed that this crt-d is depleting normally, since the power consumption has historically been variable and higher in the past, and the recent increase could be due to increased latitude rf usage and changes in pacing rates. Also, it was confirmed that the rv pacing impedance has significantly decreased in the past few months and is now out of range with measurements below 200 ohms, this behavior could also increase power consumption. This system remains in service, and no adverse patient effects have been reported.